Event description:
It was reported that a vent fail occurred during use. There was no patient injury reported.

Manufacturer narrative:
The device was involved in a similar incident, reported under reference (B)(4). The evaluation of this previous case revealed that a negative pressure exceeding -15mbar was measured inside the ventilator cylinder during downward movement of the piston which indicated a fresh gas deficit. Such fresh gas deficit can be caused by an unsuitable fresh gas setting and/ or leakages in the patient circuit. The device facilitates an auxiliary air intake valve that opens at -8mbar to take in ambient air for compensation of the fresh gas deficit. However, the negative pressure further increased to -15mbar in the particular situation and, the fabius finally reacted as specified by temporarily stopping the piston movement and generating a ventilator failure alarm. Dräger concluded that the opening of the auxiliary air intake valve must have been hindered somehow - post market surveillance data demonstrates that this may happen when the users do not follow the reprocessing recommendations of the manufacturer. The air intake valve was replaced and, the device was not showing further symptoms this time. The recurrence of the issue demonstrates that the typical scenario did not apply here. It is in the nature of things that the root cause for situations in which a measured value is out of range usually is that the real value exceeded the thresholds but in individual cases, an issue with the measurement functions may produce the same symptoms. Consequently, dräger monitored the signal of the pressure sensor which measures the pressure inside the ventilator cylinder during a test run. The values were found fluctuating which finally explains the recurrence of the issue. Dräger recommended the replacement of the entire pcb into which the sensor is integrated to also cover potential deviations in the electronics that processes the sensor signal. The customer did not approve the repair so far, the device is still quarantined. Dräger concludes that the device responded as designed upon a situation that was interpreted by the device software as a drop of the pressure inside the ventilator cylinder - ventilator was temporarily stopped and, the corresponding vent fail alarm was generated. In the particular situation, it was not the case that the real pressure value went out of range; indeed, there was a deviation in the pressure monitoring function. The device was in operation for more than ten years now; the malfunction of an electronic component after such period of use can be considered acceptable.

Event description:
It was reported that a vent fail occurred during use. There was no patient injury reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.